Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported shock equipment malfunction messages in the status logs of the device. There was no pt involvement.